Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black customer returned pump for an alleged critical pump error (open book image) alarm found on 2/2/2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. Per global logic analysis: open book due to three errors. Detailed traces recorded hardwareerroralarm (63) fault which is not covered by error log ((B)(6) 2022 14:04:07). This error was triggered by system_hw_error2 macros in function ( initstatecmdtout ) in file ( timeouthandling.c ) because pinitstate was intialized with value (B)(6) which means that condition ( null == pinitstate ) wasn't met. Prior to that detailed traces recorded rf chip stuck. First error in error log is hardwareerroralarm (63) fault which was triggered by system_hw_error2 macros in function ( initstatecmdtout ) in file ( timeouthandling.c ) because pinitstate was intialized with value ( (B)(6)) which means that condition ( null == pinitstate ) wasn't met. Prior to that detailed traces recorded rf chip stuck (function processrfchipstuck in file eventhandling.c returned 0 = e_hw_stuck). Second error is hardfault_exception. Third error is bus_exception. A data bus error has occurred, but the return address in the stack frame is not related to the instruction that caused the error. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. The force sensor zero offset is within specification (24.3 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm is confirmed. Per global logic analysis: open book due to three errors. Detailed traces recorded hardwareerroralarm (63) fault which is not covered by error log ((B)(6) 2022 14:04:07). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.